Event description:
It was reported that pump generated cartridge alarm 30 and customer had experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump warranty status, arranged shipment of replacement pump, instructed customer to place problematic pump into storage mode and return it within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.